Manufacturer narrative:
The device is no longer available for return to stryker instruments. Device is not available for return.

Event description:
It was reported that upon receipt at the user facility, the sterile packaging of the product had been compromised by liquid during transport. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not yet returned for analysis.

Event description:
It was reported that upon receipt at the user facility the sterile packaging of the product had been compromised by liquid during transport. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.